Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient had 2 leads (from the same lot) implanted. It was reported the patient's leads migrated. Surgical intervention was undertaken to reposition the leads, however due to an infection at the lead incision site (reference MFR report: 3008829311-2017-00543) the patient's system was explanted.